Manufacturer narrative:
Medical lot #: 1130431 does not exist for material number 367599. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ctad blood collection tubes device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: the tube does not fill properly to the top: the patient had to be pricked several times.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired (january 2022). Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ctad blood collection tubes device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: the tube does not fill properly to the top: the patient had to be pricked several times.